Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed intermittently responsive or unresponsive keypad buttons and contamination under all button contacts. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no physical damage was observed to the keypad; "up, down, and ok" buttons are intermittent when pressed. The "contrast" button is unresponsive. The keypad was removed and contamination around/underneath all button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.